Manufacturer narrative:
Insulin pump failed displacement test motor stuck in loop due to moisture damage to the motor. Unable to perform battery test due to motor stuck.

Event description:
Customer reported via phone call that the insulin pump had failed battery alarm. Customer's blood glucose value was 186 mg/dl. The customer was assisted with troubleshooting. The customer advised to discontinue use of the insulin pump and revert to a back-up plan. Customer will be returned device for analysis.